Event description:
Customer reported, he was experiencing intermittent lines while testing system. No patient injury.

Manufacturer narrative:
The service rep observed the problem. He replaced the image processor and checked operation before returning to service. The customer called back and ordered an interconnect cable and receptical. The interconnect cable and receptical were installed. Problem reoccurred while testing. Removed video controller. Removed and replaced pcb. Tested system. Appears to be fully operational.